Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pelvic pain and urinary retention. In addition, the patient underwent removal of the sling on (B)(6) 2011. All other information is unknown and unavailable.